Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that multiple discordant patient sample results for col/epi and col/adp were obtained on the innovance pfa-200 system. The innovance pfa-200 system showed abnormal results with error codes "maximum syringe travel" and "maximum test time". The errors "maximum syringe travel" and "maximum test time" are documented in the innovance pfa-200 system instructions for use. The instructions for use provides detailed error information and recommends, among other things, cleaning or replacing the o-ring. After the o-ring was cleaned, a new sample from the initial patient was tested and the results were within the normal range. Siemens reviewed the files that were provided by the customer and determined that there was no indication of an instrument malfunction. A customer service engineer (cse) was dispatched to the customer site and performed preventive maintenance and the syringe and the o-ring were replaced. The cause of the discordant results is due to a defective o-ring. The system is performing according to specifications. No further evaluation of this device is required. The innovance pfa-200 system with catalog # 10488536, is not marketed in the united states (us) and the PMA/510(k) is for the similar pfa-100 system that is marketed in the us. The pfa-100 system has a catalog # of 10444868.

Event description:
Discordant, falsely elevated collagen/epinephrine (col/epi) and collagen/ adenosine-5'-diphosphate (col/adp) results were obtained on multiple patient samples using dade pfa collagen/epi test cartridge (col/epi) lot 5695357 and dade pfa collagen/adp test cartridge (col/adp) lot 5596707 on innovance pfa-200 system (sn: (B)(4)). The first initial discordant results were obtained during pre-op testing from a (B)(6) male patient with no history of bleeding who was scheduled for a left middle cerebral artery (mca) bifurcation aneurysm clipping. The surgery was postponed and the patient was referred to the hematologist who requested further platelet function assay (pfa ) testing and a von willebrand (vwfd ) screening. The subsequent vwfd screening was performed and the results were within the normal range. Two different outpatient samples were tested as part of a bleeding history workup and found to have abnormal col/epi and col/adp results as well. Those results were reported to the physician(s). Repeat testing was not performed on these two patient samples to confirm these discordant results as they were from outpatients. An additional sample from the initial patient was repeated for col/epi and col/adp after preventive maintenance was performed on the innovance® pfa-200 system and yielded normal results which matched the patient medical history. These results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated col/epi and col/adp results obtained on the innovance pfa-200 system.